Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the insulin pump was alarming no delivery. Customer stated that she change the infusion set, but sets were sticking in the serter and the insulin pump was constantly alarming no delivery. Unable troubleshoot because customer don't have supplies. Nothing further was reported.